Event description:
This case was reported by a consumer and described the occurrence of possible drug interaction in a (B)(6) female pt who received glucose oxidase + lactoperoxidase + lysozyme (biotene dry mouth oral rinse) for an unk drug indication. A physician or other health care professional has not verified this report. Concurrent medical conditions included hepatic cancer and dry mouth. Co-suspect medication included capecitabine (xeloda). On an unk date, the pt started glucose oxidase + lactoperoxidase + lysozyme. On an unk date, the pt started capecitabine. In 2012, at an unk time after starting glucose oxidase + lactoperoxidase + lysozyme and capecitabine, the pt experienced a possible drug interaction characterized by fever, decreased blood pressure, dehydration, weakness, dizziness and disorientation. The pt was hospitalized. Treatment with glucose oxidase + lactoperoxidase + lysozyme and capecitabine was continued. At the time of reporting, the events were unresolved. The reporter was the husband reporting on behalf of his wife. The reporter indicated that his wife is (B)(6) and she has been using biotene oral rinse with xeloda which is a liver cancer chemotherapy medication. He questioned if taking these together could be causing his wife to experience a fever. He stated that her systolic blood pressure dropped dramatically to 102, she is dehydrated, she got very weak, she was dizzy and disoriented. He indicated that his wife has been using biotene oral rinse for her dry mouth and that the symptom of fever and blood pressure dropping began occurring around 3 days ago and they reoccurred the morning of this report. He reported that he took his wife to the hospital at around 5:00 am or 6:00 am the morning of this report ((B)(4) 2012) and she has been admitted.

Manufacturer narrative:
The manufacturer's report number for this case is 2022474-2012-00011. Biotene oral rinse is manufactured in (B)(4) in the united states. The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).